Event description:
Chose essure implant due to non-invasive and low down time. Procedure performed (B)(6) 2009, several months afterwards my periods became unbearable with pain and extreme bleeding, huge blood clots (prior to essure periods were short and light flow no pain whatsoever). Had ablation in (B)(6) 2012, again, due to low down time and non-invasive procedure. Low back and hip pain and stiffness remains constant, painful periods have returned, as well as the feeling of being in labor.